Event description:
It was reported that pump screen was on but the led screen remained black with no display. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.